Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. During the implant procedure, the surgeon reported that the myocardial structure and strength of the muscle at the apex of the heart, the preferred cannulation location, was found to be very thin, very loose, and extremely fragile. Later during the implant procedure, when the outflow graft was attached to the aorta, it was noted that there was a tearing of the myocardial tissue at the position of the apical sewing ring where the myocardial structure itself was very fragile. The pump had to be extracted and a new apical sewing ring was inserted and sutured onto the apex. This was reported to have resulted in a reasonable overall result. In the days following the initial surgery, there was persistent hemodynamic unresponsiveness to fluid administration requiring massive fluid supplementation. The patient's blood pressure was low, requiring vasopressor support. An echocardiogram revealed that the mitral valve orifice was becoming increasingly narrow and the left ventricle cavity was very small, even when the pump speed was set very low. On (B)(6) 2016, it was deemed necessary to perform emergency surgery as the inflow of the left ventricle was totally compromised and the left ventricle was very small, even after adjustment of the pump speed. During surgery, the apex of the heart appeared ok; however, there was torsion between the left ventricle and left atrium. The torsion was reportedly caused by the position of the pump that had to be inserted more laterally then normal due to the tearing of the left ventricle during the initial implant procedure. It was also noted that with the patient's small left ventricle size, pump suction events occurred and the lateral papillary muscle was effectively sucked into the inflow cannula. The patient subsequently expired on (B)(6) 2016, 9 days post-implant. The patient's health care professionals reported that the event was not pump related; the event occurred because of the patient's weak left ventricle. The device will not be returned for investigation. No further information was provided.

Manufacturer narrative:
A direct correlation between the pump, the reported event and subsequent patient outcome could not conclusively be established through this evaluation. The patient¿s health care professionals reported that the event was not pump related; the event occurred because of the patient¿s weak left ventricle. The pump would not be returned to the manufacturer for investigation and there was no device issue related to the event. No further information was provided. A review of the device history records for the pump revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.